Manufacturer narrative:
As reported, post-implant of the 3dmax mesh, the patient experienced pain and other unspecified complications and subsequent surgical intervention for mesh explant. Contact reports that no additional information will be provided at this time. Based on the information provided, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patient's reported symptoms; root cause for the patient¿s postoperative course cannot be determined. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2019. Note, the date of explant and date of event are provided as a best estimate ((B)(6) 2020) as specific dates were not provided. This emdr represents the bard/davol 3dmax mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st w/echo ps (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned - mesh explanted.

Event description:
As reported, the patient underwent unspecified surgical procedure with implant of bard/davol 3dmax mesh. The patient was seen by another surgeon and underwent a revision procedure in (B)(6) 2020 which included removal of the 3dmax mesh and implant of a bard/davol ventralight st w/echo ps. As reported, the patient is experiencing severe pain, discomfort, and other unspecified complications. It was also reported that another additional surgery is being scheduled to remove the ventralight st mesh.